Manufacturer narrative:
Compromised forced sensor alarm during basic occlusion test due to faulty force sensor resistor. Insulin pump passed idle current test, run current test, displacement test and rewind. No failed battery test alarm noted. Unable to perform off no power test, unexpected restart error test, occlusion test, prime/delivery test, no delivery test due to compromised forced sensor alarm. Pump received with minor scratched display window, cracked reservoir tube lip and glue at end cap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that when changing reservoir that entire end of insulin pump at the drive support cap fell off. Customer reported that insulin pump was dropped a few days prior to call. Customer's blood glucose was 320 mg/dl, which was treated with an old insulin pump. Customer was advised that insulin pump would need to be replaced.